Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with another boston scientific ICD due to normal elective replacement indicator (eri) battery status. Upon receipt, engineering calculaltions determined that this device did not meet expected longevity predictions as described in labeling.